Event description:
It was reported the hcu 30 device was not maintaining an ice block. No patient involvement. (B)(4). Customer ref:(B)(4).

Manufacturer narrative:
A maquet field service tech will investigate the unit. A supplemental medwatch will be submitted when additional info becomes available.